Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The valve was re-sheathed once for a deeper implant. The valve was implanted. The rbbb persisted. A trace perivalvular leak (pvl) was noted. The gradient was 5mmhg. No intervention was required to treat the pvl. On (B)(6) 2025 the patient presented with syncope and complete heart block. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of complete heart block and syncope was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported complete heart block and syncope could not be conclusively determined. The reported surgical intervention was result of case-specific circumstances as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect - impact code: 4613 - minor injury/illness/impairment.

Event description:
It was reported on (B)(6) 2025 a 25mm navitor vision valve was selected for implant. The patient had a pre-existing right bundle branch block (rbbb) at the start of the procedure. The valve was re-sheathed once for a deeper implant. The valve was implanted. The rbbb persisted. A trace perivalvular leak (pvl) was noted. The gradient was 5mmhg. No intervention was required to treat the pvl. On (B)(6) 2025 the patient presented with syncope and complete heart block. A permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.